Event description:
It was reported that during a pulse field ablation procedure, the catheter was connected and severe interference was observed on the electrophysiology recording system, with unclear electrical signal display. The connection cable was replaced, but the issue persisted. Upon inspection, a gelatinous substance was observed inside the catheter tail end, and poor contact at the catheter tail end was identified as the main cause of the unclear signals. The catheter was replaced, the issue was resolved. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.